Manufacturer narrative:
DHR investigation did not show issues related to complaint. Device sample has been received by the manufacturer, but the investigation is still on-going.

Event description:
Complaint alleges: the package has a breach of sterility. There is no pt involvement.